Manufacturer narrative:
(B)(4). Analysis description: failure event observed during analysis. Final analysis found that the inner insulation was abraded at 5.4 cm to 7.0 cm from the distal tip. (B)(4).

Event description:
This report is to advise of an event observed during analysis.